Manufacturer narrative:
Product complaint # (B)(4). (01) unavailable, (11) unknown, (10) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lamartina, c. And petruzzi, m. (2011), adult de novo lumbar scoliosis. Posterior instrumented fusion with smith-peterson osteotomy, decompression and management of postoperative infection, eur spine j (2011) 20:1580¿1581, doi 10.1007/s00586-011-1941-0 (italy) this study presents a case report of a (B)(6) woman, who was with adult onset lumbar deformity with left thigh pain not responding to conservative therapy. She underwent pedicle screw placement using depuy expedium spine system with difar screws from t5 to l5 every second vertebra and in s1, posterior lumbar interbody fusion at l5-s1, l3-l4-l5 smith-peterson osteotomy, lumbar laminectomy, coronal curve correction with derotation/translation of the apex and correction of hypolordosis over the osteotomy. Postoperatively, the patient presented right thigh pain. Seven days after the procedure, the patient was re-operated to correct the placement of the right l3 screw for misplacement and of the right s1 screw for loosening. Following the second procedure, she had persistent purulent drainage with positive for cultures. Specific antibiotics were begun intravenously. After a month of therapy, caudal hardware loosening occurred. Thus, soft tissue debridement, partial implant exchange, extension of instrumentation to the pelvis, graft debridement, and new homologous graft augmented with a bone substitute consisting of calcium triphosphate and sulphate with antibiotics was done. After the third procedure, the patient had endovenous antibiotics for 3 weeks and oral antibiotics for additional 4 weeks. She went on to healing of soft tissues and solid fusion. At 1 year follow-up, the lumbar curve corrected to 23, c7 plumb line was 38 mm anterior to the posterior edge of s1 endplate (plumb line crossed the endplate of s1). The following complications were reported as follows: screw loosening. This report is for an depuy expedium spine system.